Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic for a routine device check. The patient's right atrial lead had noise, which did not lead to any automatic mode switch (ams) episodes. The noise was reproducible with isometric exercises. The physician elected to monitor the lead. No intervention was reported. The patient's condition was stable throughout.